Event description:
It was reported that the patient underwent a revision surgery of an artificial urinary sphincter (aus) due to a fluid leak in the pressure regulating balloon (prb). A hole was found in prb upon explant. No further complications to the patient were reported.